Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer with additional information by a physician from (B)(6) of bacterial peritonitis with gram positive culture for hemolytic streptococcus in a patient (age not reported) coincident with dianeal, unknown therapy. On an unreported date, the patient began treatment with dianeal, unknown (dose, frequency and lot number not reported) intraperitoneally (ip) for chronic renal failure. On an unreported date, the patient was hospitalized for bacterial peritonitis with gram positive culture for hemolytic streptococcus. Treatment and outcome were not reported. It was not reported whether dianeal was continued. Concomitant medication was not reported. The reporting physician believed the event of bacterial peritonitis with gram positive culture for hemolytic streptococcus was probably caused by break in aseptic technique. The causality between the event and clean flash (uv assist device non-baxter product) was possible. The physician did not provide an assessment of causality to the event of bacterial peritonitis in relation to dianeal therapy. Additional information has been requested but not yet received at the time of this report.